Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Per the physician at the customer site, there was no hemolysis present for this event.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: during customer follow-up, the customer stated that the patient was examined by the physician and determined that no hemolysis was present in the spectra optia device and it was acceptable to continue the transfusion procedure. However, the rn decided to stop and discontinue the procedure since approximately 75% of the procedure had been completed. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to an air bubble at the rbc detector or the replacement rbc that was transfused 10 minutes prior to the alarm occurrence.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The interface aim images from the system indicate that the red cell layer remained low in the channel throughout the procedure, this confirms that there likely was no spill over that would have caused the cells were detected in the plasma line from the centrifuge alarm. Other potential causes for this alarm can be either an air bubble at the rbc detector or hemolysis. In this case, the operator indicated that there was a pink tinge in the plasma line which would indicate the possibility of hemolysis within the circuit. The spectra optia system operated as intended by triggering the cells in the plasma line alarm during the procedure. The root cause for the hemolysis is unclear, however it cannot be ruled out that it could have been due to new replacement rbcs that were connected 10 minutes prior to the onset of the alarms. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 90 minutes into a red blood cell exchange (rbcx) procedure, they received 'cells were detected in the plasma line from centrifuge' alarms and noted pink tinge in the plasma line that they described as hemolysis. The procedure was discontinued without rinseback and the patient is reported in stable condition. The customer declined to provide patient's identifier. The rbcx set is not available for return because it was discarded by the customer.